Manufacturer narrative:
Device alarmed compromised force sensor system alarm during the prime test and alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to compromised force sensor system alarm. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test and unexpected restart error test. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, stained end cap sticker, stained address or serial number label and a partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 41 mg/dl at the time of incident. The customer corrected with the eating and drinking. Customer stated that they received motor error alarm during prime process. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.